Manufacturer narrative:
The model number was not provided and the user medwatch report indicated that the serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). (B)(4). During follow-up communication with the customer, livanova (B)(4) learned that the facility has sequestered most of their devices in response to the FDA/cdc notification. The customer reported that one device is still in use and is placed outside the operating room during procedures. Testing has not been performed on any of the devices. The customer reported that the patient has been discharged. However, the treatment for the infection is still on-going. The customer confirmed that the initial positive result for mycobacterium avium was received on (B)(6) 2016. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
On (B)(6) 2017, livanova (B)(4) received a user medwatch report ((B)(4)) stating that a patient grew mycobacterium avium complex in 2016 and tested positive for mycobacterium chimaera during follow-up testing in (B)(6) 2017. The patient had undergone a heart transplant procedure 3 years prior to testing positive for the infection.